Manufacturer narrative:
Submit date: (B)(6) 2011. An investigation is currently underway. Upon completion, the results will be forwarded. Additional info was sought from the reporting faculty. Per (B)(6), rn, on (B)(6) 2011, no further info would be provided to covidien at the advisement of (B)(6) legal department. (B)(6) stated covidien would receive medwatch forms from the FDA. (B)(4).

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a PICC. The customer reported that a nurse taking care of a neonate noticed blood backing up in the PICC line. Tpn (total parental nutrition) was being infused through the PICC. The nurse said on close inspection of the device, that she noticed a leak at the adaptor portion of the PICC. The PICC was discontinued. The catheter was intact.